Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with amikacin injections intraperitoneally (500 mg in each bag, frequency and duration not reported) and reflin injections intraperitoneally (500 mg in each bag, frequency and duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.